Manufacturer narrative:
This report is submitted on august 07, 2023.

Event description:
Per the clinic, the patient experienced mild erythema at the superior aspect of the abutment. The patient was treated with topical steroid once daily (specific date and duration not reported).